Event description:
Healthcare professional reported, left side "rupture. Unknown, if there is silicon diffusion. Capsular contracture, baker grade iii. Breast is hard and deformed, but without pain". Device has been explanted.

Manufacturer narrative:
Continued e1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. And device rupture.